Manufacturer narrative:
Evaluation summary: it was caused due to a physical damage applied on the bending rubber. In addition, we confirmed that the distal body crack, the lg cable connector assy fluid damage, the remote control button perforation, the control body assy complete corrosion and the suction channel resistance; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Bending rubber, lg cable connector assy, remote control buttons, distal body, bending rubber, control body assy complete, suction channel. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. Bending rubber tear at distal end.